Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 685783) inserted for female sterilisation. The patient's concurrent conditions included ovarian cyst, uterine fibroid, abdominal pain lower, dysuria, tubo-ovarian adhesion and endometriosis. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral tubal occlusion, post essure. Essure device is seen on the right. The left tube was surgically occluded, by history , at the fimbria. The left tube filles, but no spill into the peritoneal cavity is seen.. Pregnancy test - on (B)(6) 2010: negative.. Ultrasound scan vagina - on (B)(6) 2011: right ovarian cyst. Thickened endometrium measuring 1.0 cm. 1.1 cm fibroid in the fundus.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain nos') in an adult female patient who had essure (batch no. 685783) inserted for female sterilisation. The patient's concurrent conditions included ovarian cyst, uterine fibroid, abdominal pain lower, dysuria, tubo-ovarian adhesion and endometriosis. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: date of removal discrepancy noted now reported (B)(6) 2010. Previously reported (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral tubal occlusion, post essure. Essure device is seen on the right. The left tube was surgically occluded, by history , at the fimbria. The left tube filles, but no spill into the peritoneal cavity is seen.. Pregnancy test - on (B)(6) 2010: negative.. Ultrasound scan vagina - on (B)(6) 2011: right ovarian cyst. Thickened endometrium measuring 1.0 cm. 1.1 cm fibroid in the fundus.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event pain clubbed with pelvic pain. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 685783) inserted for female sterilisation. The patient's concurrent conditions included ovarian cyst, uterine fibroid, abdominal pain lower, dysuria, tubo-ovarian adhesion and endometriosis. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral tubal occlusion, post essure. Essure device is seen on the right. The left tube was surgically occluded, by history , at the fimbria. The left tube filles, but no spill into the peritoneal cavity is seen.. Pregnancy test - on (B)(6) 2010: negative.. Ultrasound scan vagina - on (B)(6) 2011: right ovarian cyst. Thickened endometrium measuring 1.0 cm. 1.1 cm fibroid in the fundus.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain most recent follow-up information incorporated above includes: on 26-feb-2019: medical record received.lot number added. Reporter's information added. Medical history and lab data was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.